Event description:
The dental implant fx4514swc was removed on (B)(6) 2019 due to loss of osseointegration 1 year and 11 months after implantation. The patient has history of tobacco use. The patient required bone augmentation for the operation. The patient has recovered without complications.